Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received discrepant results for two samples from the same patient tested for thyrotropin (tsh), triiodothyronine (t3), and thyroxine (t4) on an e411 analyzer. It was asked, but the date of the event is not known. The first sample from the patient initially resulted as 0.024 uui/ml for tsh, 0.750 ng/ml for t3, and 3.84 ug/dl for t4. The second sample from the patient initially resulted as 0.023 uui/ml for tsh, 1.28 ng/ml for t3, and .420 ug/dl for t4. A second measurement from one of the samples was performed. It was not clear if the second measurement was performed on the first sample or if it was performed on the second sample. A clarification has been requested. The second measurement results were 0.022 uui/ml for tsh, 1.25 ng/ml for t3, and 4.71 ug/dl for t4. One sample was sent to another laboratory for testing. It was not clear if the first sample, the second sample, or if a new sample collection had been sent to the other laboratory for testing. A clarification has been requested. The results from the other laboratory were 1.18 uui/ml for tsh, 1.23 ng/ml for t3, and 8.71 ug/dl for t4. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tsh, t3, and t4 reagent lot numbers and expiration dates were asked for, but not provided. Preliminary investigations have determined that the clock of the e411 analyzer had been changed by the customer. The year had been updated from 2015 to 2014. This change may enable the customer to use expired reagents or calibrators. Use of expired reagents may have contributed to the issue.

Manufacturer narrative:
From the provided information, investigations have determined that a general reagent issue can most likely be excluded.